Manufacturer narrative:
Through follow-up communication livanova learnt that the patient pump 1 was replaced to solve the problem and no degradation or corrosion seen motor could be rotated by hand and no friction observed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: the most likely root cause is the environmental conditions in which the pump worked, such as humidity, condensation and high temperatures. These factors may led to corrosion formation at the level of the balls of bearing preventing the motor shaft from rotating freely.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.